Manufacturer narrative:
Concomitant medical products: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise oversensing with a sudden increase in lead impedance. It was noted there were a few instances of sudden impedance increase and variations since then. The patient was seen in the clinic where provocative maneuvers reproduced loss of biventricular pacing accompanied by a sudden sharp impedance. It was noted there was also ventricular cross talk. It was suspected there was a connection issue between the device and rv lead. The lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.